Event description:
It was reported that pump displayed malfunction code 3 with fault ID (B)(4), and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.